Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. The healthcare professional (hcp) contacted technical services (ts) to review the device reports. Ts reviewed the reports and noted the presence of ventricular tachycardia (vt) that was successfully terminated by anti-tachycardia pacing (atp). Additionally, episodes of non-sustained ventricular tachycardia (nsvt) were observed, for which no therapy was delivered. This device remains in service. No adverse patient effects were reported.